Event description:
Additional information was received: it was reported that the ins had worked properly and was replaced at eri. The ins wasn't going to be returned as the device was working properly and was ultimately discarded. It was again reiterated that the device worked properly, and the rep was notified when the replacement was scheduled. The replacement was due to normal battery depletion. It was stated that the patient was referring to normal battery depletion as the ¿device not working properly.¿ they did however have a lack of tremor control when the ins hit eri. They would be seen in the next couple weeks.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's previous ins quit working properly in (B)(6) 2018. The patient called the rep and it took over a year to recommend a new battery replacement. No further complications were reported/anticipated.